Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6). Brand name: linear st; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6). Sc-1160; (B)(6): the device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-70; (B)(6): visual inspection revealed that the lead was cleanly cut into two pieces approximately 62 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. Sc-2218-70; (B)(6): visual inspection revealed that the lead was cleanly cut into two pieces approximately 60 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the charging distance between the charger and the ipg is between 0.5 cm to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. The charger will beep as it searches for the ipg and will stop beeping when it is aligned with the ipg and the spectra wavewriter stimulator is rechargeable. Boston scientific recommends any recharge routine that fits the patient's schedule and lifestyle while maintaining sufficient charge to maintain stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to known inherent risk of the device.

Event description:
It was reported that the patient experienced a loss of therapy from the spinal cord stimulator (scs) system. The patient underwent a procedure in which the devices were explanted. It was assessed that no device malfunctions were suspected. The patient is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st upn: m365sc2218700 model: sc-2218-70 serial: (b))6) batch: 5127473. Brand name: linear st upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 5114448.

Event description:
It was reported that the patient experienced a loss of therapy from the spinal cord stimulator (scs) system. The patient underwent a procedure in which the devices were explanted. It was assessed that no device malfunctions were suspected. The patient is doing well post operatively.